Event description:
It was reported that during a surgical procedure at the user facility,when the bur was placed and put on the patient's tooth, the bur popped off. Now the bur will not clip on. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.